Manufacturer narrative:
Pump received with buttons unresponsive due to corrosion on keypad traces. No button error alarms noted during testing. Unable to do displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to buttons unresponsive. Pump has cracked case on the lcd display window corners, minor scratches on lcd display window, cracks on the reservoir tube lip, and broken belt clip slot.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 9.3 mmol/l at time of reporting. Nothing further reported.